Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with an unspecified mentor saline breast prosthesis. In 2015, the patient observed that the left implant and the right implant look drastically different. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 06/01/2018, mentor became aware that the patient developed capsular contracture in both breasts, baker grade ii/iii in her right breast, baker grade iii in her left breast. In addition, it was reported that there was a possible deflation of the prosthesis in the left breast. This medwatch report is for the capsular contracture in the right breast. A separate medwatch report will be submitted to the FDA for the complaint alleged against the left breast. Manufacturer¿s reference number: (B)(4).